Event description:
Event description bosoton scientific received information that this device was not implanted due to this patient's high defibrillation thresholds at implant. Subsequently, the device was retrieved from archive for further investigation.